Event description:
It was reported that there was a device related thrombus. It was reported via social media that the patient had a watchman laa closure device implanted. At an unknown time, thrombus formed on their closure device and needed to have the device explanted.